Manufacturer narrative:
(B) (4).

Event description:
In (B) (6) 2009, the pt experienced shaking, buzzing in his head, pink, flushed skin, and sweating. The symptoms improved if the pt got up and walked around. The pt's urine had changed smell, which usually indicated a problem. It was suspected that the pump was dying and that the pt was going through nighttime withdrawal. The pump was used to deliver fentanyl, clonidine, and what was assumed to be compounded baclofen. The pt was given small doses of oral baclofen which helped the pt. The pt was required to travel 7 hours to receive medical care related to the implanted pump. The hcp was contacted and hadn't refilled the pump for some time. Device registration indicates that the pump was replaced. See mfg report #3004209178201003992. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.